Event description:
It was reported that the bd needle sftygld 25x1 rb had a safety mechanism failure. The following information was provided by the initial reporter: material#: 305916, batch#: rekt3629. It was reported by the customer that safety glide "fell off the needle". Rcc received a complaint via email. We have received a quality complaint on product sold to our customer. Please contact the customer and cc xxxxx on any future communication. Injuries or adverse event: yes, item: 305916, quantity affected: 1bx, serial/lot number: (B)(6), po: (B)(4), are any samples available for return? Yes, are samples potentially contaminated or biohazard? No. Reported issue: safety glide "fell off the needle. Customer disposition request: credit. Additional information provided: I printed shipping label and will return one box bd safetyglide injection needle ref#: 305916, lot#: rekt3629. This was the only incident with a concern with safetyglide "falling off" after activation. The incident happened on monday on (B)(6) 2025. No injuries occurred. Needle and vaccine syringe was placed safely in sharps container. I was able to speak with our cma regarding product complaint. She states the safety mechanism separated from the needle. It did not fall off the hub.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. It was reported that the safety glide detached from the needle. To support the investigation, forty-two sealed blister-packaged samples were received for evaluation by the quality team. A visual inspection was conducted, and no defects or imperfections were observed. The needle-to-hub joint was fully covered with adhesive. Fifteen samples were randomly selected for cannula pull force testing, and all met the required specifications. The remaining twenty-seven samples underwent functional testing by activating the safety mechanism, and each operated correctly. No damage or abnormalities were identified. A review of the device history record for material number: 305916, lot: rekt3629, revealed no deviations related to the reported defect during manufacturing, packaging, or quality control inspection. All required inspections were completed, and the lot met all release criteria. To date, no similar events have been reported for this lot. Based on the investigation and analysis of the returned samples, the reported issue could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.